Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that she received medical treatment from the emergency services at 3 am on (B)(6) 2011 for a blood glucose reading in the 30's mg/dl. The medics provided juice and gel to bring her blood glucose up to 48 mg/dl and eventually 50's mg/dl. The ems left arrive, they determined she was able to self manage her blood glucose. During troubleshooting, the animas representative discovered the patient was priming her insulin pump with 6.3 units while she was attached earlier that day. In addition, the patient overrode her ez carb amount at 5:30 pm. The patient was educated on the importance of never being connected during priming. There was no evidence that the animas pump malfunctioned. There was no product misuse. The issue was resolved with training. This complaint is being reported possibly due to use error and because the patient allegedly had hypoglycemia and required medical intervention while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: when the pump entered the prime step it displayed the proper warning "be sure set is disconnected from your body. Then select continue". The pump was exercised for 24 hours without issues. The force sensor was tested and found to be within specifications. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.